Event description:
It was reported a sheath kink occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds) and a watchman truseal access system (was). Multiple recaptures for repositioning were required due to the closure device not adequately sealing the anterior wall of the laa. During one repositioning attempt the was became kinked which caused the wds to also kink. The closure device was recaptured and the was, wds, and closure device were removed from the patient. The procedure was successfully completed with a new was, wds, and closure device. The patient fully recovered and was discharged one day post index procedure.